Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact mechanism of damage could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use. The stylet tubing at the distal end of the stylet was kinked 4.7 cm from the distal tip. A microscopic examination revealed no breaks in the stylet tubing. The conductive epoxy was observed at the distal tip and the core wire was continuous through the stylet tubing. Continuity through the 3cg stylet was confirmed and the resistance through the stylet was within specification. The wall thickness of the stylet tubing was within specification. Since a kink was observed in the stylet tubing, the complaint was confirmed; however, no distinguishing features pointed to a specific root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when placing the catheter there is troubles with both the navigation and confirmation. When the stylet inside the catheter is removed there is a rift in the magnetic tip. It´s not cut in. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when placing the catheter there is troubles with both the navigation and confirmation. When the stylet inside the catheter is removed there is a rift in the magnetic tip. It´s not cut in. No other information was provided.